Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies and successfully resumed the insulin therapy. The customer¿s blood glucose level was 350 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.